Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the lead had varying and high impedance and there was noise noted on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.